Event description:
It was reported that an ultrasound examination was performed on the left humeros which showed the presence of a hyperpietic inclusion (anchor) in the upper third of the shoulder joint with signs of perifocal changes.

Manufacturer narrative:
Information added other serious (important medical events).

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Type of reportable event as serious injury.